Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead exhibited noise during a routine check. The noise was reproducible. The noise caused multiple non-sustained ventricular oversensing episodes and one non-sustained ventricular fibrillation episode. The lead was capped and replaced on (B)(6) 2018. The patient was asymptomatic and stable before and after the procedure.